Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/04/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a surgery on a patient with gastric cancer, a red light was observed during activation. The physician removed the device from the patient a found that a piece of the active waveguide had disengaged and had fallen into the patient cavity. The piece was removed and there was no patient injury.

Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the dissector torque adaptor was damaged. The waveguide was not broken or cracked and no part of it was missing. The customer reported that the device component disengaged. The reported condition was not confirmed. The torque adaptor damage caused the waveguide to become unsecured and move backward into the rotation knob housing but stayed within the device body. Dropping the dissector on its tip or forcing the tip against a hard surface will destroy the torque adaptor which secures the waveguide in place. The damage made it difficult to disassemble the generator from the dissector without using external tools. Investigation identified the cause of the reported event to be user damage. The customer is advised to follow the guidelines specified in the user's guide handbook to prevent future damage to the device during use.